Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the first deployed clip (50616u152) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required additional clips for treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed. One clip (50616u152) was implanted and the mr was reduced to 3. The second clip delivery system (cds 50616u154) was advanced to the mitral valve leaflets. During leaflet grasping, the first deployed clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The second clip was implanted, and the mr was reduced to 3. Two additional clips were then implanted to stabilize the slda clip. With the four clips implanted, mr was reduced to 2. The patient was confirmed to be stable post-procedure. No additional information was provided.